Event description:
Caller reported that their pump screen was dark and would not turn on. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.